Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented to the emergency room after experiencing an episode of vf, intermittent undersensing of vf was observed. The episode was detected and the device had begun to charge, but a return to sinus was inappropriately triggered due to ventricular undersensing. Device was explanted and replaced.

Manufacturer narrative:
The reported sensing anomaly was confirmed in the laboratory via review of stored egms. The device was tested on the bench and no anomalies were found.